Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/14/1998 and was last repaired on 05/05/2010 for the same issue. Evaluation of the device observed the comb was bent and the hinge tops did not mate with the side plates properly and the latching pins could not be locked. The side plates were noted as being dented. Prior to repair, test mesh and calibration check could not be performed due to the damaged comb, and the top close/lock test failed. Repair of the device included replacement of the comb, roller, both side plates, ratchet and roller gear. Customer did not return any cutters or carriers for evaluation. Improper handling most likely cause the damage to the comb and side plates, which most likely cause the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher skin was not passing through the device. The reported issue was noted during surgery; however, there was no patient harm or affect to surgical time as a result of the reported issue.